Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial number: unknown, product type: physician programmer. (B)(4).

Event description:
It was reported that the patient showed up at the hospital with withdrawal symptoms. The programmer showed that the pump should have 18 ml in the reservoir, but when they tried to withdraw the medication, they got 0 ml back. There were no pump alarms. The pump was interrogated the day before by her neurologist and the dose was increased by 15%. Five hours later, the patient developed spasms, tachycardia, and itching. They wanted to refill the pump and program a 50 mcg bolus for the patient. The pump was delivering gablofen. It was later reported that on (B)(6) 2013 a 10% dose increase was programmed; the reservoir volume was noted to be 19.1 ml. The next day the patient had withdrawal symptoms and reported to a hospital that was different than the one that normally managed the patient. The patient¿s symptoms were ¿itchy, bitchy, and twitchy"; incredibly tight; spasms; and tachycardia. The pump was refilled on(B)(6) 2013 by the other hospital. The patient was fine now. Additional information has been requested, but it was not available as of the date of this report.